Event description:
It was reported the devices were used during a uterine tissue procedure. It was reported by the affiliate that the device would not fire on the first firing. It seemed that the device locked up, so add'l devices had to be pulled. A total of three devices were affected. The affiliate has requested add'l info, to see if the same nature of inquiry is related to all three devices. There was no pt consequence. Add'l info rec'd on 11/12/97. It was stated by the affiliate that all three staples were reported to have the same problem, they jammed (no further info is available). Co changed the nature of inquiry to reflect this add'l info.